Event description:
Patient reported "ruptured recalled allergan textured breast implants" and "a partial implant is adherent to the capsule". The device has been explanted.

Manufacturer narrative:
Continued: h.6 health effect - impact code: f2201, f2203.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician additionally reported "peri-implant effusions."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported for right side "rupture", "swollen lymph nodes", "chronic pain radiating from the breast that is inhibiting me from completing day-to-day activities", "fold in the breast implant". The device remains implanted.